Event description:
Customer reported unexpected negative reactions with crrs(3) when testing a patient sample containing anti-fya on the echo.testing was performed during validation of the instrument. Repeat testing on the other echo resulted as negative. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready screen (3), lot r033, used by the customer at the time of the event. The returned sample was tested on an in-house echo; it exhibited equivocal reactivity with cell I (r1r1), 3+ reactivity with cell ii(r2r2) and no reactivity with cell iii (rr). The sample was tested by tube hemagglutination tests using selected fya-positive and fya-negative cells from panocell-20, lot 03227, with immuadd as the potentiator. A room temperature incubation was included. The sample only exhibited microscopic reactivity with fy(a+b-) reagent red cells at the indirect antiglobulin test. The sample was insufficient for further investigation. It appeared the antibody was at or below the threshold of detection for capture-r assay.